Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event of a peeled acoustic lens (damage level was glue layer exposed), chipping in the adhesive area between the acoustic lens and the ultrasound probe was caused by a component failure. However, foreign objects at the nozzle also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a peeled acoustic lens (damage level was glue layer exposed), chipping in the adhesive area between the acoustic lens and the ultrasound probe, and foreign objects at the nozzle. There was no patient involvement.